Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00960. It was reported the patient's leads implanted at the s1 vertebral level had migrated. Both leads were removed and replaced.

Event description:
Device 1 of 2; reference MFR report: 3008829311-2017-00960. Additional information received indicated that following the lead replacement, effective therapy was restored.